Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump powered on for the first time and a full battery charge was displayed. Subsequently, the pump was unresponsive. The contact connected the pump to a power source and the pump turned on. There was no patient involvement, as the issue occurred during setup of the pump and the customer had not yet begun use of the pump for therapy.